Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy. It was found that the right ventricular (rv) lead was exhibiting noise. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.